Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touchscreen issue was verified, but the fill estimate issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 380 units of insulin during the load sequence. Customer¿s blood glucose level was 380 mg/dl. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained. Reportedly, customer reverted to manual injections for insulin therapy.